Event description:
A (B)(6) male was implanted with a spectra malleable device on (B)(6) 2010. On 08/10/2010, doctor reported a complaint about the performance of the spectra device. Pt wants him to explant the spectra device. According to the pt, the spectra device is flexible and bends during intercourse and is lacking rigidity. Doctor plans on replacing this device with another malleable type. Surgery has not been scheduled at this time.

Manufacturer narrative:
Unable to confirm if the event is related to a device malfunction, device has not been removed from the pt. No conclusion can be drawn at this time. Should additional information become available regarding a revision surgery, it will be re-evaluated and a f/u report will be sent.